Event description:
It was reported that, "pt came in for a patella realignment during the surgery physician noticed pcl was deficient. He replaced the cr insert with a more constrained thicker cs insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.